Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open procedure, staples did not deploy. It was also reported that staple formation was not good and part of staple line was not smooth and straight. There was continues bleeding reported which is less than 500cc. Other device was used to complete the case. There was no patient injury.